Event description:
The patient was undergoing a coil embolization procedure to treat a gastrorenal shunt using ruby coils, pod packing coils, a lantern delivery microcatheter (lantern), and embolic agent. During the procedure, the physician accessed the vein using the lantern and injected an embolic agent in the distal varices. Next, the physician placed a ruby coil in the target location using the lantern. While advancing the next pod pc through the lantern, the physician experienced resistance and kinked the pusher assembly of the pod pc; therefore, the physician decided to remove the pod pc. However, while retracting the pusher assembly out from the lantern, the pod pc had unintentionally detached, and the pusher assembly broke inside of the lantern. The physician attempted to aspirate the broken pusher assembly and detached pod pc using a 3cc syringe as well as using a guidewire to push the pusher assembly and pod pc, but the attempts were unsuccessful. It was also reported the physician attempt to flush the lantern was unsuccessful. Therefore, the physician decided to remove the lantern containing the broken pusher assembly and detached pod pc. However, while removing the lantern, the detached pod pc came out of the lantern. The physician regained access to the vessel and used a snare device to remove the detached pod pc. There was no damage noted on the lantern. Afterwards, it was reported on the back table, the physician was inspecting the lantern and decided to use scissors to cut the lantern where the broken pusher assembly was stuck. The procedure was completed an additional ruby coil, new pod pcs, and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional device code: 1069 the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pusher assembly was fractured. If the pod pc is manipulated against resistance, damage such as a kink and subsequent fracture may occur. This fracture likely contributed to the embolization coil detaching from the pusher assembly during the procedure. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint and likely occurred from snaring the device upon removal from the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing.